Manufacturer narrative:
The health facility (nurse (B)(6)) indicated that they determined that the event reported was actually condensation caused by the patients warming blanket. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.